Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: bezel damaged. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient discovered that the cycler power cord was loose and wiggled back and forth during preparation of their pd treatment. The patient reported being shocked when touched the part of the cord closest to the machine while trying to reconnect the power cord. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was stated that it was not the patient that was shocked, it was the patient¿s sitter that was shocked when they were unplugging the cycler from the wall. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. There was no serious injury or medical intervention required as a result of this event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this peritoneal dialysis (pd) patient discovered that the cycler power cord was loose and wiggled back and forth during preparation of their pd treatment. The patient reported being shocked when touched the part of the cord closest to the machine while trying to reconnect the power cord. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was stated that it was not the patient that was shocked, it was the patient¿s sitter that was shocked when they were unplugging the cycler from the wall. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. There was no serious injury or medical intervention required as a result of this event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.